Event description:
The salute fixation device is intended for fixation of prosthetic material. The device was being used to conduct a laparoscopi hernia repair. The salute system deployed a malformed construct, which was removed by the surgeon. There was no adverse event. This was only considered a reportable event once the performance testing at onux was conducted, and the results showed a straight wire deployment. Malformed constructs can be removed, and therefore are not considered to a potention for patient injury.